Event description:
It was reported the patient had the back stimulator removed because it was causing more pain than it was helping, so the patient wanted it removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
No new information. It was re-reported that the patient had their entire system removed and recently had an MRI due to reasons unrelated to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).